Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarm noted. The backlight display functioned properly. The insulin pump was received with cracked reservoir tube lip. No scrolling numbers display anomaly noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that light did not work and numbers began to scroll when attempting a bolus delivery. Customer then reported to have received a button error alarm. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.